Manufacturer narrative:
Citation: vollenbroich r. The impact of functional vs degenerative mitral regurgitation on clinical outcomes among patients undergoing transcatheter aortic valve implantation. Am heart j. 2017 feb;184:71-80. Doi: 10.1016/j.ahj.2016.10.015. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of functional vs. Degenerative mitral regurgitation on clinical outcomes among patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center. The study population included 603 patients (predominantly female; mean age 82 years), 310 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day, 1 and 2-year all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction, permanent pacemaker implant, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.